Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 7510800, product code nek was cleared in the united states. (B)(4): this part is not approved for use in the united states; however a like device catalog # 7510800, (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.

Event description:
It was reported that the patient underwent a tlif procedure at l3-s1 using rhbmp-2/acs and peek cages. The patient returned for routine post-op visit 52 days post-op, and reported having severe pain since approximately one month post-op. Evaluation showed cystic seroma formation at l3-4 and l5-s1. No additional complications have been reported.